Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headaches, inflammatory response, and hypersensitivity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 09/02/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headaches, inflammatory response, and hypersensitivity. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. User interface knob broken. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eight error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings. The manufacturer was unable to confirm the complaint or address the symptoms specified device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.